Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the keypad was working intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device keypad was working intermittently. No additional information is available.